Manufacturer narrative:
Concomitant medical devices: w1tr01 crt-p, implanted: (B)(6) 2021; 310c33, tricuspid valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection. A temporary pacing system was utilized and the cardiac resynchronization therapy pacemaker (crt-p) system was removed. A leadless implantable pulse generator (ipg) was implanted a few days later. No further patient complications have been reported as a result of this event.